Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured icpc aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 7 mm, neck diameter 3 mm. The patient¿s vessel tortuosity and blood flow was normal. The product failed to detach. Even after forced detachment, it did not detach so the entire microcatheterwas removed. The physician made 5 attempts to detach the coil with the instant detacher. The physician did not try to detach with another instant detacher. There was a manual attempt at detachment via hypotube. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed with another coil. The cause of the non-detachment was unknown. Prior to coil non-detachment, there were no issues encountered. There was no damage observed to the pushwire after removal from the patient.